Event description:
It was reported that a male pt in the cardio cath lab was being prepared for intra-aortic balloon (iab) placement. The physician punctured the pt's left femoral artery & inserted the super arrow-flex (saf) sheath with dilator. Before inserting the catheter, he vacuumed the iab twice inside of the tray to wrap the iab tightly. He then grasped the catheter closely & removed it from the tray horizontally according to the instructions for use. During the iab insertion, the iab stopped advancing & stuck in the sheath. The physician tried to advance the iab, but he felt resistance from the sheath. As a result, he removed the sheath & balloon catheter together from the pt. A new kit was unsealed & the sheath & iab were inserted into the same site. This placement was successful. There was a delay/interruption in therapy of 10 minutes. No pt injury, complications or death reported. There was no excessive bleeding & the pt is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.